Event description:
It was reported that patient started having pain approximately six weeks post op. Patient is still experiencing a lot of pain. She is reporting that her knee is still swollen and the bottom portion of her leg turns outward. She also states that the incision site is still numb.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding pain six weeks post op involving a triathlon cs insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿there is no documented confirmation of the complaints noted in the event description. There is no follow-up subsequent to the january 9, 2013 note. There is no indication that factors of faulty component design, manufacturing, or materials are responsible for this clinical situation.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed or the root determined as the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5510-f-402, triathlon cr fem comp #4 r-cem, lot code: s9n6r. Cat. No.: 5520-b-400, triathlon prim tib baseplate - cemented, lot code: hszwa. Cat. No.: 5551-l-350, triathlon asym patella a35x10, lot code: unknown.

Event description:
It was reported that patient started having pain approximately six weeks post op. Patient is still experiencing a lot of pain. She is reporting that her knee is still swollen and the bottom portion of her leg turns outward. She also states that the incision site is still numb.